Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). D4: expiration date and UDI not available, lot number unknown. D9: device available for evaluation change ¿yes' to 'no'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported the screw fractured and implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided. PMA/510(k) number not available.